Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as wrong practice of the pd technique. The peritonitis was manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (intraperitoneal) for peritonitis, at a dose of 1.5 g; ceftazidime (intraperitoneal) for peritonitis, at a dose of 1g and ceftazidime (intraperitoneal) for peritonitis, at a dose of 250 mg. At the time of this report, the patient had recovered from peritonitis. It was not reported if the patient was retraining on the proper aseptic technique. The action taken with pd therapy was not reported. No additional information is available.